Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device powered up properly after battery installation and was received with operating currents within specification. No unexpected low battery alarms noted. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It was programmed with the correct time and date. Device was monitored for 2 days and it delivered and recorded all bolus during testing. No unexpected bolus or bolus history anomalies were noted. The insulin pump had cracked case at display window corners and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's spouse reported via phone call that the numbers on the screen of the insulin pump started scrolling when she pressed the esc button while being on the bolus screen. Blood glucose was 288 mg/dl. Spouse reported that the customer has been experiencing high blood glucose due to health issues. It was stated that the doctor has said it is fine for the customer to be in the 400 mg/dl range. The bolus history was checked and it showed a delivery of 2 units and other of 17 units. Customer's spouse stated that the customer never gives bolus amounts of that much and that she didn't see the bolus delivery either. She also complained about having to change the battery more often. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.